Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called for assistance with reconnecting the transmitter to the insulin pump. While on the call, the customer received emergency medical assistance due to low blood glucose of 37 mg/dl. The customer experienced symptoms such as confusion and unresponsiveness. The customer was treated with glucerna and food. The customer's blood glucose was at 86 mg/dl at the end of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.